Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used for a fracture of the proximal humerus in combination use with multiloc humeral nailing system. The surgeon took much longer time for drilling at the distal part than usual during the surgery because the two drill bits were blunt. There was reporting of a surgical delay but exact time is unknown this report is 1 of 2 for (B)(4).